Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a anterior repair procedure performed on (B)(6) 2014. According to the complainant, during the implantation procedure, the needle detached while throwing the suture through the ligament. The needle was inside the chamber of the capio device, no part of the device was left inside the patient. The procedure was completed with another uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of needle detached. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.